Event description:
It was reported that their temperature out cable would not fit into the monitor. They identified the cable to be 735-55 for monitors, but tm stated that this one did not fit. They noted that the connection looks similar to 735-54, but this one did not work either. Mis confirmed with them that there have not been any changed, but they would need a cable from ge to connect to bd's temperature out cable as their cable did not connect directly to the monitor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is temperature out cable is not connected properly. However this cannot be confirmed. They identified the cable to be 735-55 for monitors, but tm stated that this one did not fit. They noted that the connection looks similar to 735-54, but this one did not work either. Mis confirmed with them that there have not been any changed, but they would need a cable from ge to connect to bd's temperature out cable as their cable did not connect directly to the monitor. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "connections 1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted. The use of accessories or cables other than those specified or sold by medivance (shown below) is not recommended. Use of unapproved accessories or cables may result in increased emissions or in decreased immunity of the arctic sun¿ temperature management system." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their temperature out cable would not fit into the monitor. They identified the cable to be 735-55 for monitors, but tm stated that this one did not fit. They noted that the connection looks similar to 735-54, but this one did not work either. Mis confirmed with them that there have not been any changed, but they would need a cable from ge to connect to bd's temperature out cable as their cable did not connect directly to the monitor.